Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. The hp revealed that one of the supply bags fell off and became unspiked. During a follow up phone it was revealed that the issue was resolved, but he did not know the cause of the alarm. Per hp, there were no defects on the supplies. The hp stated that the she has re-arranged the setup on her table, such that the bags would not fall again. The batch review was not performed because the lot number is unknown. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 1. The technical service representative (tsr) explained the alarm to the home patient (hp) and how to clear the alarm. The hp then revealed that one of the supply bags fell off and became unspiked. The tsr explained that hp would need to start over with new supplies and advised the hp to call her nurse in the next 24 hours and let her know what happened. The hp understood and agreed to call nurse. During a follow up with the hp regarding the alarm, it was revealed that the issue was resolved, but he did not know the cause of the alarm. Per the hp, there were no defects on the supplies. The hp stated that she has re-arranged the setup on her table, such that the bgs would not fall again. Per the hp, she did not have any injury or harm as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.